Event description:
It was reported that the user experienced a low blood glucose event, lost consciousness, and dropped the ilet, resulting in a cracked and delaminated touchscreen while the device continued to function and respond to touch; review of usage indicated improper meal announcement behavior that warranted meal relearning, and the affected component was the user interface. Symptoms included hypoglycemia and loss of consciousness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device malfunction, identified a usage problem related to meal announcements, and associated the issue with the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.